Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise of varying amplitudes resulting in inappropriate shocks. Troubleshooting was performed and the sensing vector was reprogrammed to secondary. No intervention is planned and the patient will be monitored. No adverse patient effects were reported. The device remains in service.